Event description:
A high resolution system has a balloon attached to a catheter with tiny elastic bands. Upon removal of the catheter the balloon stayed in the pt's rectum. The pt was told to try to evacuate the balloon while trying to move her bowels. No balloon was returned. The pt was encouraged to watch for balloon over the weekend. Pt checked her stool over the weekend and still did not see the balloon. Since the patient did not expel the balloon from rectum, she was instructed to return to endoscopy for a flexible sigmoidoscopy to check for the balloon presence. Pt returned and balloon was retrieved under direct visualization without complications. Representative was present for initial procedure and instructed the staff to use "non-waxed dental floss" to secure the balloon in place for future procedures. Staff has performed procedure successfully without floss in place.